Manufacturer narrative:
Initial.

Event description:
It was reported that the user intentionally paused the ilet for approximately six hours to avoid additional dosing, which led to hyperglycemia upon resuming therapy, with a reported peak glucose of 285 mg/dl and about two hours above 180 mg/dl. The user returned to range without changing the infusion set, and no alerts or alarms were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevated glucose that resolved without hospitalization. Investigation included troubleshooting and user education, including recommendation for a factory reset and guidance regarding appropriate use of the pause feature. Investigation of this case revealed user-initiated interruption of insulin delivery as the precipitating factor, with no evidence of device malfunction or infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was user-controlled therapy interruption and use error.